Event description:
It was reported that during a case, the product caused damage to 2 scopes during use. It was further reported that this caused a delay of 30 mins to the case. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.